Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted

Event description:
Baxter (B)(4) received a report of one (1) infusor sv 2 that was reported to have leaked during patient use. According to the report, the device leaked from the tubing after a protective bag surrounding it had been cut. The device was filled with 92ml of 5-fluorouracil in saline. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Leak condition confirmed. Visual examination of the unit found a cut on the delivery tubing. A leak test confirmed leakage at the cut mark. The root cause of the cut could not be determined. No other cause of leak was found on the unit. A batch review has been conducted which revealed product met all acceptance criteria for release.